Manufacturer narrative:
Follow up #1 submitted: 06/05/2013. Device evaluation: review of the black box and download history revealed no activity related to the complaint. The battery was not returned with the pump for investigation. On examination, there was corrosion inside the battery compartment and on the battery cap. The battery compartment was noted to be cracked and a leak into the battery compartment was found during leak testing. The pump was powered on and exercised for 3 hours without abnormal electrical draw or current. The pump was opened for investigation and did not reveal any evidence of moisture ingress or damage to the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the reporter contacted animas stating the pump felt very hot. The pump was reportedly in a pouch but had been exposed to moisture. The reporter reportedly noticed a lot of corrosion on the battery compartment after replacing the battery in response to the pump emitting a "low battery" warning. The patient denied that the battery was hot. The battery cap was reportedly never replaced and the reporter denied damage to the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the allegation that the pump felt hot to the touch.